Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018.

Event description:
It was reported that the patients ipg had migrated and was difficult to charge. The patient underwent an ipg replacement procedure and was recovering. The explanted ipg was discarded.